Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. Visual examination of the provided pictures identified the inserter threaded shaft has fractured and is covered in bio-debris. No further product evaluation could be made with the provided pictures. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# 010000662, lot# j7979353, g7 pps ltd acet shell 50d. G2: foreign, event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the thread on an inserter handle snapped within the cup during impaction, and the cup was removed and discarded with the broken thread. The event occurred intra-operatively during cup implantation. There was no impacts to the patient. Attempts have been made and no further information has been provided.